Event description:
The customer reported imprecise total beta human chorionic gonadotrophin (tbhcg) results, outside the precision claims of the assay, for one patient, involving the unicel dxi 600 access immunoassay system. Initial testing of the patient sample produced tbhcg2 results of 36.1 miu/ml and 29.6 miu/ml. Both results were outside the stated precision claims, an aliquot of serum was re-centrifuged and reanalyzed in duplicate and recovered results of 30.9 miu/ml and 36.4 miu/ml, which remained outside the precision claims. The customer performed an 18-repetition precision test using the patient sample. A 19-repetition precision test using the patient sample was also performed using a new unmixed tbhcg2 reagent pack to evaluate for possible pack mixing issues; all results from each precision run were within the precision claims. The discrepant results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced pipettor #1 probe tip and performed ultrasonics adjustment. The fse performed alignments for the pipettor #1 probe to the reagent pack, wash tower, and carriage. The fse proactively replaced the aspirate probes and peristaltic pump tubing. The fse verified sample to carriages alignments, incubator to reagent carousel and analytical module and wash arm alignments. The fse then pushed out the aspirate probe connection plate fittings with compressed air. System check, high sensitivity system check, and carryover test were performed; all results were within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications.